Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone13.4 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that the patient¿s pod had been leaking, and the patient had been hospitalized at the intensive care unit (ICU) with diabetic ketoacidosis (dka) on may 10, 2026. The pod was removed prior to the patient being transported by ambulance to the hospital and is not available for return. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod for longer than 48 hours on their abdomen. The patient¿s mother stated they received a high reading with blood glucose levels too high to register on their meter. Symptoms reported include stomach pain and lethargy. The patient was treated with intravenous (IV) insulin. The patient was released the following day on may 11, 2026. Following the reported event, a new pod was successfully applied.